Manufacturer narrative:
Zimvie complaint number (B)(4). D4: unique identifier (UDI) number not available.

Event description:
The doctor reports that the dental implant failed because it fractured at the collar. Patient went to the clinic with implant mobility. Upon check up, implant was fractured at the collar. The doctor reports that the procedure was not concluded by placing another implant.